Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 600 mg/dl. The customer felt symptoms of a dry mouth. The customer was treated for the high blood glucose with their insulin pump. The customer was advised to check for air bubbles in their reservoir but the customer declined assistance with troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.